Event description:
Same event as MFR# 6000130-2007-00183. It was reported that during a ptbd procedure, a piece of the guidewire coating detached. When the physician withdrew the amplatz guidewire, ne noted that some of the guidewire coating had dislodged. He was unable to confirm if the coating was in the patient's body. The physician pulled another amplatz ss wire to complete the procedure. When removing the new wire, the same issue occurred. There were no reported patient complications. Patient status listed as "stable".